Event description:
A customer contacted stryker to report that their device failed to deliver shock during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. However, a clinical review was performed and it was confirmed that the device did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. The device use did not contribute to the event; effective defibrillation was provided to the patient. The user provided an effective defibrillation at time 7:48:16 as indicated in the pco file by a brief period of asystole prior to converting to an organized rhythm. At time 7:55:21 a second 200j defibrillation was provided converting the organized rhythm to asystole. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.